Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the load stopped and did not advanced after pressing the green button. The surgeon was not able to squeeze the handle and the stapler was unable to fire. Another load was opened to complete the case. There was no patient injury.